Event description:
A peritoneal dialysis patient has reported that after completing the treatment and removing the tubing set the carpet was wet. They were unable to identify the origin of the leak but the cycler was not wet inside. The pt states no ill effects. The sample was discarded and is not available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past one month. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.